Event description:
Related manufacturer reference number: 2017865-2019-10148. It was reported that a patient presented at a follow-up in clinic with pain, oozing, and swelling around the pocket. The physician explanted and replaced the system, in particular the implantable cardioverter defibrillator and left ventricular lead, due to a potential infection. The patient was in stable condition.